Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a knife which contained no protective sponge cover cut the user's finger while they were removing the knife from the package tray. Additional information has been requested. Additional information received confirmed that the user's finger was well dressed and the injury has recovered.

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of a blade without sponge protection therefore, the condition of the product could not be verified. A photo is attached to the parent complaint and has been reviewed by the manufacturing site. The item number seen on the tyvek matches the reported item number. The knife is seen in a blade protector tray which matches the bill of material for the reported product. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The provided photo shows the cutting instrument in a blade protector tray which meets specification. This product does not contain sponge protection therefore, missing sponge protection as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the product can be seen in the photo to be packaged according to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).